Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.6020. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.6020. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code 210.6020. Technical support: 1. Replace door assembly due to faulty keypad. 2. Return to factory for repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/08/2016 to the present date 01/21/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200230796 for out of specification ¿ channel error 242 4030 which does not correlate to the customer reported issue. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.